Event description:
N/a.

Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the information received, the cause of device embolization could not be determined. The unexpected medical interference was due to device being snared and recovered percutaneously without incident. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet was chosen for implant. The landing zone measurements used to determine the device size were: 0° ¿ 18mm, 45° ¿ 19mm, 90° ¿ 16mm, and 135° ¿ 18mm. The sizing of the device was determined based on pre-imaging CT and tee at the beginning of the case. The device was implanted and deployed as intended. The shape of the device at the time of implant was described as ¿tire.¿ a tension test was performed twice. The close criteria were satisfied. Imaging was observed to be satisfactory; however, embolization of the amulet occurred approximately 8 minutes after deployment. Tee was used during the procedure, and embolization was identified using tee and fluoroscopy. The device slowly migrated and then completely dislodged, lodging just above the mitral valve without causing any obstruction or blockage of blood flow. The device was snared and recovered percutaneously without incident. No leak was detected around the lobe of the device during the procedure. Fluid was administered during the procedure approximately 700cc and left atrial pressure was above 12 mmhg at the time of the procedure; the patient was maintained in a hemodynamically stable condition throughout the procedure. No clinically significant delay in the procedure was noted, and no adverse effects to the patient were observed.